Event description:
It was reported the customer received a motor error alarm during a basal delivery. Customer's blood glucose was 400 mg/dl. The customer treated their blood glucose with the insulin pump. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer could not recall any significant events leading to the alarm. It was also found the customer had exposed their insulin pump to paint. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).